Event description:
The doctor reported separating a file on the patient's tooth. At the time of this report the root canal therapy had not been completed and no further patient information was available.